Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump booted to the verify screen vibratory and audible features. A rewind, load and prime sequence were successfully completed with no issues. The pump was exercised for a 24 hour duration period and no self-suspending was observed. No hypersensitive keys were observed on keypad. The pump was able to be manually suspended and be manually resumed with no issues. The alleged issue could not be duplicated.